Event description:
It was reported to boston scientific corp on aug 18, 2008, that a corflo cubby low profile gastrostomy device was used during a feeding procedure performed in 2008. According to the complainant, the y-port detached from the right angle feeding tube during cleaning. Procedure completed with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be '"good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.